Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was broken. This was observed after completion of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h10: a nonconformance has been opened to address this issue (omitted on previous report). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified broken occluder feet beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause could be exposure to chemical agents such as hydrogen peroxide, alcohol, or bleach as listed on product packaging which can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.